Event description:
Two weeks after implant, the neurostimulator system was explanted due to infection. After explant, the patient developed reflex sympathetic dysreflexia in her left toes. No other patient symptoms or treatment were reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.